Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The patient returned to the ward after implanting a drainage tube on (B)(6). On (B)(6), a review of the angiography found that the drainage tube was broken in the body, and the fracture was located at the mark point.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The patient returned to the ward after implanting a drainage tube on (B)(6). On (B)(6), a review of the angiography found that the drainage tube was broken in the body, and the fracture was located at the mark point.

Event description:
The patient returned to the ward after implanting a drainage tube on (B)(6). On (B)(6), a review of the angiography found that the drainage tube was broken in the body, and the fracture was located at the mark point.

Manufacturer narrative:
A visual inspection of the returned product was performed, and the skater is broken at the marker point. The complaint is confirmed. No probable root causes can be determined at this time. Argon quality manager has been notified, and will determine the corrective action. If additional information is provided in the future, a follow-up report will be submitted.